Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device at the third-party service center the device was observed to have a cracked display. The device's display was replaced to address the issue. Additionally, not related to the issue, the device's air foam inlet filter was replaced due to preventive maintenance.